Manufacturer narrative:
The reported failure of internal flow verification¿negative flow: measured vt test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received a report that a trilogy evo ventilator was returned for service. There was no report of patient harm or injury. During evaluation at a third-party service center, the device log files were successfully downloaded and fully reviewed, with no critical errors identified. However, during functional testing, the device failed the internal flow verification¿negative flow: measured vt test. No documentation was provided identifying the root cause or specifying which component required replacement to address the failure. The device machine flow sensor is being returned for further evaluation. No additional repair details were provided. The device software was upgraded, and following service, the device passed all required testing. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting, a supplemental report will be completed.